Event description:
Per distributor, batteries are defective. No reported adverse impact to patient.

Event description:
Per distributor, batteries are defective. No reported adverse impact to patient.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver onboard battery s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Battery smbus data review found no abnormalities or permanent faults. Visual inspection of external components found no abnormalities. Freedom driver onboard battery failed functional testing for acceptance at incoming inspection due the gas gauge leds not illuminating when the button pressed after the battery was removed from charger. No additional testing was performed for battery failure as the initial functional testing replicated the reported complaint. Failure investigation for this complaint confirmed the reported issue during testing. The customer complaint was replicated; the root cause of the reported "defective battery" was determined to be a nonconforming freedom driver onboard battery. The root cause of the nonconformance was unable to be determined. Failure investigation identified no other test failures or damage that could have contributed to the event. Onboard battery was switched without any reported adverse impact to patient. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.